Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 43-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea.') In a 43-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure. The patient was treated with surgery (robotic total laparoscopic hysterectomy with a left salpingooophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: there was a filshie clip noted on the right tube. There was previous tubal interruption without a filshie clip on the left tube. There appeared to be in endometriosis in the proximal right fallopian tube. The right mesosalpinx was serially coagulated and cut to the proximal portion of fallopian tube, which was removed, along with the filshie clip. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: cervix: benign nabothian cysts mild chronic inflammation endometrium: proliferative-type endometrium myometrium: adenomyosis serosa: fibrovascular adhesions bilateral fallopian tubes: benign paratubal cysts fibrovascular adhesions left ovary: benign corpora albicans and follicular cysts fibrovascular adhesions gross description: the specimen is received in formalin labeled with patient's name and "uterus, cervix, left fallopian tube and left ovary, right fallopian tube" consisting of a 229-gram uterus with attached cervix and separately received ovary, fallopian tube fragment and hemorrhagic tissue. The uterus and cervix measure 11.5 x 8 x 5.6 cm. The endometrium is focally scarred consistent with a previous endometrial ablation. There is a hemorrhagic partial endometrial cavity with a 1.2 cm long coiled metallic material consistent with an essure device measuring 0.2 cm in diameter. Serial sections reveal coarsely trabeculated cut surfaces with several cysts containing dark brown material. The left ovary is received separately measuring 3 x 2.4 x 2.2 cm and has a disrupted focally hemorrhagic serosal surface. Cut sections reveal a tan parenchyma with a 1.5 cm cyst containing hemorrhagic material. Received separately are four undesignated fragments of fallopian tube. Two fragments have fimbriated ends. The first fragment with fimbriated end measures 2 cm in length and 0.5 cm in average diameter. The second fragment measures 4.6 cm in length and 0.6 cm in average diameter. There is a 0.5 cm paratubal cyst containing translucent watery fluid. The third fallopian tube segment does not have a fimbriated end and measures 2.5 cm in length and 0.6 cm in average diameter. Cut sections reveal a dilated lumen. The fourth fallopian tube fragment is tortuous, does not have a fimbriated end and measures 3.0 cm in length and 0.5 cm in average diameter. Cut sections reveal a paracentral lumen. The separately received hemorrhagic tissue measures 3.1 x 2 x 1.2 cm and contains pink-white fibrous and focally hemorrhagic cut surfaces. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jan-2022: mr received: previously reported event- medical device removal was replaced with specific event dysmenorrhea, reporter was added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 9 years 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.